Manufacturer narrative:
Additional information: results, and conclusion codes. The product was not returned and no photos were provided, so an evaluation is unable to be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. The lot number for this specific device was not provided. Therefore, the device history record (DHR) review can not be performed in this case. No actions are currently recommended.

Event description:
It was reported that during the procedure the handle would not ratchet. An alternate handle was used to complete the case, but the malfunction caused a 45 minute delay. There were no additional patient impacts reported.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure the handle would not ratchet. An alternate handle was used to complete the case, but the malfunction caused a 45 minute delay. There were no additional patient impacts reported.